Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# j0230835v, implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The consumer reported that the device worked but then they had knee surgery and the wires were displaced. They tried to fix them but it did not work well. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The information in regulatory rep # 3007566237-2015-03041 applies to this report.